Event description:
It was reported that the customer stated they were in need of the material composition of his wife's implant. The customer mentioned his wife had a respiratory infection for a few week, but customer did not state whether the infection had anything to do with the implant. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).